Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mom contacted dexcom technical support on 07/07/2015 to report no audio output from their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient's mom tested on high and low, then reported both alerts only vibrated, no audio. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).